Event description:
Following the evoke scs trial implant procedure, the patient reported new pain in the right lower limb. Medication was administered. Two (2) days later, the patient reported the pain was subsiding.

Manufacturer narrative:
The lead(s) were not returned to saluda. The root cause of the limb pain could not be definitively determined. The evoke scs system surgical guide lists ¿weakness, clumsiness, numbness or pain below the level of lead implantation¿ as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed and the product met all requirements for release.